Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The september 2017 angiodynamics complaint report was reviewed for the smartport product family and the failure mode "catheter difficult removal. " no adverse trend was indicated. The end user hospital's reported complaint description of "difficult to remove catheter " is not confirmed, nor is the reference to catheter surface irregularity, as no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A device history review search revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Patient anatomy and drugs used during treatment may have contributed to the reported issues. (B)(4).

Event description:
As reported, smartport, which had been implanted since (B)(6) 2014, was removed on (B)(6) 2017. Removal was noted to be "very difficult, " and the "port catheter surface was irregular." Port was disposed following the removal. Patient condition listed as "stable."